Event description:
The distributor has reported on behalf of their customer that the catheter was zero balanced and inserted into the patient. Intracranial pressure monitoring was started and an e08 error code displayed on the monitor.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.